Manufacturer narrative:
The device was received for evaluation. An unaided visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by installing the sample onto a compounder and analyzing the set at various points throughout the prime and verify process and pump calibration process. No leak was verified on all inlet ports after the prime with the fluid pathway flushed and pump calibration delivery process. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles coming from an unspecified quantity of em2400 valve sets. This was discovered during an unspecified process step. There was no patient involvement. No additional information is available.